Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic for drainage from distal portion of incision, admitted for pocket infection. The patient coded, compressions were administered and then he stabilized patient later expired on (B)(6) 2020 due to extensive anoxic brain injury and the pump was turned off. Family declined autopsy. Log file analysis captured several low flow events throughout the day. Series of low flow events where the flow rate went as low as 0.1 liters per minute were also noted. These occurred between 6:24 am and 7:06 am. During this time there was a decline in motor power that eventually ramped back up at 7:06 am. The log also noted a manual speed change at 7:00 am from 5200 rotations per minute to 5000 rotations per minute.

Manufacturer narrative:
Section g3: correction. Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the infection and coded event could not conclusively be established through this evaluation. Lastly, analysis of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow events could not be determined through this evaluation. It was reported that the patient was seen in the clinic for drainage from a distal portion of an incision and was ultimately admitted for pump pocket infection. In addition, it was reported that the patient experienced an early morning coded event, that required compressions. The patient was stabilized following the event. The submitted system controller event log file contained data from (B)(6) 2020, through (B)(6) 2020. Starting on (B)(6) 2020, low flow hazard alarms were observed from 06:25:01 until 07:06:06. Intermittent low flow hazard alarms were observed following the event until another sustained low flow hazard alarm was observed from 07:36:07 to 07:41:52. The pump speed did not go below the low speed limit and the pump appeared to function as intended throughout the duration of the file. The account later communicated that the patient expired on (B)(6) 2020, due to extensive anoxic brain injury. The pump was turned off and the family declined autopsy. There is no product available for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU states that changes in patient conditions can result in low flow. Both documents describes all alarm conditions as well as the appropriate actions associated with them. Lastly, both documents also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.